Event description:
It was reported the patient was unable to adjust stimulation and the patient programmer displayed the "call your doctor" icon. A po wer-on-reset (por) condition occurred. The patient had not had any recent medical tests or procedures. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the patient's battery was replaced and the patient had a lead revision. It was reported there were no problems with the device and no complications.

Manufacturer narrative:
Product ID 3889-28, lot # v622676, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the power on reset (por) could not be bypassed or cleared as usual. It was noted the patient was reprogrammed about 1.5 months previous. The settings were unknown. Based on average therapy settings for the patient over the span of which the device was implanted, longevity calculations were performed. The longevity of the device was calculated to be 16 months. The current device had been implanted for about 24 months as of the date of this report. The device was at end of life status. It was stated the possible "invalid settings" and low battery may have been the cause for not being able to bypass the por. Additional information has been requested, a second follow up report will be sent if additional information is received.